Event description:
Device returned to MFR for analysis with report of cellulitis infection as the reason for explant of the device. F/u info from hcp indicates that onset of infection occurred 6/21/00 with fever, redness, swelling and pain at the device pocket and catheter track. A culture was done but the results of the test were not known by the rptr. Pt rec'd IV antibiotics and the device was explanted. Condition has resolved.